Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility states, before use, when preparing to lift a patient, the device grinded, then stopped. White plastic chunks were seen coming from the top of the actuator.